Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
Consumer states "unknown qty "about 2 dozen catheters" from 2 or 3 boxes, lot unknown" where the sleeve was glued into the side seal of the catheter packaging seal pinching it in there. He had to peel the packet down and try and take the sleeve out of the sealed area. He said the product was not open on the sides (as in case 1) on these so he did use them to catheterize himself." He said "he always tries to not touch the catheter but, in this case, when he was trying to take the catheter sleeve out, he said he may have touched the catheter with clean hands prior to use. No harm reported. He said they were still ok to use as he still felt like they were sanitary.". This emdr covers the unknown lot numbers and number catheters associated with the reported packaging defect.